Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During the preventive maintenance (pm) of a 2008t hemodialysis (hd) machine, a biomedical technician (bmt) at a user facility reported finding melting damage on the plastic plug end of the unit¿s power cord. This was found during the bmt¿s visual examination of the system. There was no patient involvement. The bmt examined the outlet and didn¿t find anything unusual. No extension cords were in use and the outlet did not have multiple machines plugged into it. As reported, there were no flames or sparks, no smoke was observed, and no burning smell was noted. The biomed requested a replacement for the power cord as it was still under warranty. The power cord was replaced and the machine was returned to service at the user facility. No treatments were interrupted or missed due to the physical damage that was discovered on the plug end. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not evaluated at the facility by a fresenius regional equipment specialist (res). Follow-up information was provided by the biomedical technician at the user facility who revealed the following related to this event. The biomed examined the outlet and did not find anything unusual with the electrical socket. No extension cords were in use and the outlet did not have multiple machines plugged into it. The biomed replaced the power cord which resolved the issue. Following the service activity, the system was restored to full functionality. The 2008t hd machine has been returned to service at the user facility without a recurrence of the event as reported. The power cord was returned to the manufacturer for examination. The power cord was received by the manufacturer for analysis. A visual examination of the power cord found some physical damage to the power plug; however, heat damage was observed on only one of the prongs. Further analysis of the power plug revealed arcing on the prong which is indicative of arcing within the outlet. The solder joints within the plug did not reveal any discoloration or other discrepancies. No electrical testing was able to be performed due to the cord being cut flush with plug. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the issue. A visual examination of the returned component revealed the presence of heat damage to one of the power plug prongs. Therefore, the complaint has been deemed confirmed.